Event description:
It was reported via attached voluntary medwatch report #1001510000-2024-8016 that the stent delivery system became stuck in the filterwire requiring additional device and patient experienced vasospasm requiring medication. A left femoral arterial puncture was performed with a single wall technique. The target lesion was located in the internal carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, a bend in the wire was noted which made retrieval of the delivery catheter more challenging. Upon removal, the delivery catheter of the stent was noted to be separated and a small remnant of the stent delivery catheter remained on the filter wire. The retrieval device was unable to cross this remnant due to the smaller bore of the retrieval device and several different catheters were used and modified to be compatible with the monorail system. The stent delivery catheter was captured by a 5.5 french radial access catheter and was pulled down into the guide catheter hub. The remnant delivery catheter was then retrieved with the filter in position. A vasospasm of the distal cervical ica (internal carotid artery) was noted which was treated with an intermittent verapamil. No further patient complications were reported.